Event description:
Jc had a cardiac cath on (B)(6) 2011. Team noticed wire broke during procedure and was retrieved in balloon upon removal of balloon. Pt safety/risk management was notified of event of (B)(6) 2011. Item sequestered and all other bmw guidewires returned to the company. Pt discharged on (B)(6) 2011 with same functional capabilities as upon admission.